Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "baker IV capsular contracture, breast deformity/calcified, ruptured, hardening, painful breast". Healthcare professional later reported deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "baker IV capsular contracture, breast deformity/calcified, ruptured, hardening, painful breast". Healthcare professional later reported deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening assessed as surgical damage. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ calcification : no observed. No additional observation. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ deflation-breast: not observed, it cannot be seen according to the condition of the photograph. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ calcification-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "baker IV capsular contracture, breast deformity/calcified, ruptured, hardening, painful breast". Healthcare professional later reported deflation. The device has been explanted and replaced.